Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had a leak. The blood glucose levels were 379 mg/dl. The customer stated that the reservoir leak was behind the reservoir. Troubleshooting was provided. The issue was not resolved. No device will return for analysis.